Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open sores. There was no alleged device malfunction contributing to the irritation. The patient's caregiver used an unspecified ointment on sores and covered the area with a dressing. The patient's doctor advised to remove the device to allow open sores to heal. Follow up indicated the irritation improved.